Event description:
It was reported a right knee revision surgery was performed due to loosening.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the components are intact. None show signs of catastrophic failure. The femur and tibia have substantial bone growth. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the implants showed cement well bonded to the grit blasted surfaces of the tibial base and femoral components. The tibial tray polished surface has scratches that potentially occurred due to usage and during removal. Wear and deformation on the polyethylene insert indicate typical usage. Examination of lock detail and the distal surface of the insert indicate the insert was properly locked into the tibial tray locking mechanism. The patella component articulating surface has scratches that potentially occurred due to usage. The backside of patella component has no bone cement attached. Based on this evaluation no manufacturing issues or design related features of the device appear to have been the cause for revision. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.